Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast prosthesis, cat. #3503420, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 595cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/28/2018, mentor became aware that the patient felt pain in the breast that contained the deflated implant. Patient code pain has been added to the medwatch report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/26/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. During evaluation a rent was observed on the anterior and extending to posterior aspect, measuring approximately 7 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. No other anomalies were discovered. Rupture complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Pain was also reported, most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).